Event description:
Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that the patient with this device was lost to follow up, as the patient was dnr and did not want a device replacement. The patient was presented to the ER with a syncopal event of an unknown length of time. Upon recent device interrogation, the device was at end of life (eol) with a battery voltage of 1.92 v. Threshold measurements were within acceptable limits. The patient was reportedly doing fine, released from the ER and was to follow up with the cardiologist.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.